Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified cephalic vein. After a 4f non-bsc introducer sheath was inserted, a 0.014inch non-bsc guidewire crossed the lesion. A 5.0mmx40mmx80cm (4f) sterling balloon catheter was then advanced for dilatation. However, on initial inflation at 6 atmospheres for 2 seconds, the balloon ruptured. Another 5.0mmx40mmx80cm sterling balloon catheter was advanced and dilation was performed at 10 atmospheres. Good dilatation was obtained and the procedure was completed. There were no patient complications reported.